Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), explanted: (B)(6 )2013, product type: lead. Product ID: 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that impedance values were over 10,000 ohms. It was noted that two weeks ago the patient started to feel intermittent stimulation and yesterday it stopped completely. It was noted that the patient saw an out-of-regulation (oor) and a call your doctor icon. It was noted that the system was working fine before this. It was noted that the contacts 0 through 7 were all over 10,000 ohms and contacts 8 through 15 were all ok. It was noted that when contact 8 was used as a reference contacts 2 and 5 were 997 and 802 ohms. It was noted that only the lead with contacts 0 through 7 was programmed and the other lead is not programmed. It was noted that there was no shocking or jolting in the pocket area. It was noted that the wife notice one night when the patient was asleep the implantable neurostimulator (ins) felt a little warm at the pocket area but was fine when the patient woke up. Additional information received reported that the patient was not currently receiving effective therapy. It was noted that an x-ray was ordered and a follow-up visit with the health care provider was scheduled for 2013-(B)(6).

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) and leads were explanted. It was confirmed that all 16 contacts (and combinations) showed high impedances (>10,000 ohms) when interrogated on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n335800, implanted: 2012-(B)(6), product type accessory, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. Analysis of the lead, (B)(4), found that the lead body conductor was broken at the unknown anchor site. Analysis of the lead, (B)(4), found that the lead body conductor was broken at the titan anchor site.